Manufacturer narrative:
According to the field, no further information concerning this event has been communicated. An investigation into this event is ongoing.

Event description:
Boston scientific received information that during a routine follow-up, this patient&#38112;right ventricular (rv) lead was discovered to have had insulation damage and abrasions which led to short circuit condition with a non-boston scientific device. Immediate surgical intervention was performed and the rv lead was partially explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon return, the lead segments were thoroughly analyzed (lead body not returned). A visual inspection confirmed 3 terminal connectors, each approximately 7cm in length. Setsrew markings, most likely from competitors device, were observed on all terminal connectors and within the correct locations. Surface abrasions were noted on all 3 terminal legs; however, no exposed conductor coils. Resistance testing was completed to assess electrical integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to confirm the reported clinical observations. Laboratory analysis did not identify any lead characteristics of the returned segments, that would have caused or contributed to the reported clinical observations.

Event description:
Subsequent information was received that the patient with this lead expired on the date of the revision procedure. The cause of death was later communicated as cardiogenic shock, due to lack of defibrillation therapy during a vf episode. Information suggests this was the same episode which resulted in the shorted lead condition. The implanted device was a non boston scientific product with investigation confirming a report had been filed by the non bsc manufacture, under report identifier 1028232-2012-01256. The physician has correlated the patient's death directly to the malfunction of this implanted system. The explanted lead segments, originally sent to the non-bsc device manufacture, was later returned to boston scientific for analysis.

Manufacturer narrative:
Despite multiple requests, no further information concerning this event was provided from the field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.